Manufacturer narrative:
The tee probe was checked after the incident by an co sales rep. No problems were found. Most likely, medical intervention was required.

Event description:
The customer reported that during a tee exam, the surface of the stomach was injured and there was some bleeding.